Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe constipation, lower abdominal inflammation, bowel leakage, urinary leakage, abnormal vaginal discharge, physical pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe constipation, lower abdominal inflammation, bowel leakage, urinary leakage, abnormal vaginal discharge, and physical pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monarc were implanted into the patient. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.